Event description:
The heart rate curve stored in device memories showed a sudden drop down to 0 min-1.

Event description:
The heart rate curve stored in device memories showed a sudden drop down to 0 min-1.

Manufacturer narrative:
Patient care recommendations have been provided. (B)(4).

Manufacturer narrative:
Preliminary analysis showed that the reported behavior was related to a programmer software issue (display issue). This issue has no impact on device operation. Regarding patient care recommendations that were previously provided (evaluation of the benefit of a re-intervention), physician reportedly decided to apply a wait-and-see approach.

Event description:
The heart rate curve stored in device memories showed a sudden drop down to 0 min-1.